Event description:
The customer reported that the when the ventilator alarmed, the facility remote alarm did not alarm. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's field service technician was unable to duplicate the customer reported problem.the service technician reported the remote alarm connector was loose, however all testing of the remote alarm passed. The service technician replaced the main pcb board to correct the finding. Performance verification testing was completed and all tests passed per operating specifications.